Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated she was getting poor communication with her patient programmer (pp).the patient was reporting that the pp was not interrogating with and without antenna. Place pp directly over ins and sync with ins but the issue was not resolved. Reviewed she will need to take the pp to her hcp to get the other 3 programs loaded into pp. No patient harm reported. No further complications were reported/anticipated.